Manufacturer narrative:
The power adaptor was returned for evaluation. The inspection showed the burned module was heavily damaged at the power plug end and mating receptacle. Material was gathered from three locations on the rectangular power adaptor. The material was analyzed with scanning electron microscope (sem) and noran system six ii energy dispersive spectroscopy (eds). The sem/eds analysis revealed sodium and chlorine, which indicates saline. Calcium and phosphorus were also detected. From the evaluation, it was confirmed that the power supply cable was not an edwards sourced or supplied cable. There is a warning in the operators manual that states "do not connect a power supply to the databox or monitor that is not approved by edwards." The edward¿s operators manual has warnings that states "the monitor and power adaptors must be positioned in an upright position to ensure ipx1 ingress protection¿ and ¿shock or fire hazard! Do not immerse the ev1000 monitor, databox or cables in any liquid solution. Do not allow any fluids to enter the instrument¿. There is a caution statement that reads ¿do not allow any liquid to come in contact with the power connector. Do not allow any liquid to penetrate connectors or openings in the case. If any liquid does come in contact with any of the above mentioned items, do not attempt to operate the platform. Disconnect power immediately and call your biomedical department or local edwards representative." The issue has been evaluated for a pra, a CAPA has been opened, and the hospital has acknowledged the fca for this issue. Site visits were conducted on (B)(6) 2021 and (B)(6) 2021 to upgrade the two ev1000 platforms with the enclosures for the power adaptor and ensure everything was assembled correctly. The ev1000 platform related to this complaint is not currently being used, as it is waiting on the transportation of an edwards power supply replacement and cover. On (2021, the site was advised by edwards not to use the ev1000 platform until a new power adaptor with a cover is installed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Pictures of the installed power adaptor were analyzed and preliminary evaluation indicates is not the edwards power cord for this monitor. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return and evaluation of the product, a supplemental report will be sent with the investigation results.

Event description:
As reported in (B)(6), during use of an ev1000a platform in the ICU on night shift, the system shut down abruptly and there was a small fire at the power adaptor. The fire only affected the power adaptor and did not reach the monitor. It was reported that the health professionals responsible for the patient mounted the power adapter above the monitor but placed it close to infusion bags. There was a edwards flag label that had been installed to assure correct orientation of the power adapter. There was no injury to the patient or hospital personnel. After replacing the power adapter including an edwards provided power cord on the same ev1000a platform, it worked without incident. Therefore, only the damaged power adapter will be returned for evaluation.